Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and the tip electrode had white substance on it. It was also noted that all conductors were stretched, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the outer insulation had a white substance, the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was stretched. The analyst noted that the lead was received with a white substance on the helix and the sense ring that may have contributed to the reported electrical issue.

Event description:
It was reported that the right ventricular (rv) lead was unable to pace and sense due to an apparent lead fracture. The rv lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.